Event description:
A new foley catheter was inserted on 7/31/97 per staff nurse then foley out on 8/01/97. Staff nurse assessed balloon to foley on 7/31/97 & noted balloon intact w no leaks prior to insertion. Balloon found by caregiver, deflated and on floor. Rptr uncertain of MFR as it was not recorded.